Event description:
In preparation for (operating room in the initial stages of) a transfer of a resident, the resident being lifted made a motion to grab the right hand lifting arm grip with their right hand, and instead of gripping the horizontal 'bike' handle, took hold of the vertical hand grip. The facility states that at that spot, there was a welding brim and surplus dried-up paint drop; they assert that the resident unexpectedly and erroneously made a movement that put his hand in an awkward position towards the lifting arm into the opening of the vertical hand grip and got stuck in it by doing so, which caused a bruise and a slight skin tear.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.